Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that an analysis was needed due to suspected premature battery depletion involving this device. This device remains implanted. No adverse patient effects were reported.